Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added "switzerland" to the "if other, specify" field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the automated leak tester was found damaged which confirmed the failure issue. The inlet was found broken and was determined to be due to the power cord receptacle failure. The defects could have been caused by wear and tear and by physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned their olympus maintenance unit due to a leaking pump noted during reprocessing. There was no patient involvement during this event. During the device evaluation, it was discovered that the power cord receptacle was damaged and had failed. This report is being submitted to capture the damaged power cord receptacle.

Manufacturer narrative:
Report source: other (B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could be confirmed. The connection piece was defective with discoloration and a porous surface causing leaks to occur. Additionally, as noted, the power cord receptacle was failing. This failure caused the inlet to break, and compromise the automated leak tester. Furthermore, the main unit switch was broken, with a torn splash guard. The main unit connection was broken, and some parts of the house had extensive paint damage. If additional information becomes available following the device evaluation, a supplemental report will be filed.